Manufacturer narrative:
The product was received for analysis.

Manufacturer narrative:
It was reported that orbit g 2 coils (641cf0510/c30039 and 641cf0412/c24178) would not detach during the case using the enpower control cable (ecb00018200/c23053) and dcb (ecb00018200/c17449). Additional coil and it also did not detach. The detachment box is fine and when they detached out of the patient the coil did detach. No patient effect was reported and used different coils .0165. Additional information indicated that the coils would not detach and the box red light went off and did not beep when detached. The equipment was checked and everything was working fine and the feedback that was obtained from the physician is they had a new tech and they believes that they did not hook up the detachment cable to the box all the way. There was no patient affect and they used the target coils to finish up the case. The equipment was checked the equipment and everything was working fine and no issues with detaching additional coils or equipment. The two devices were returned unidentified with one device missing the coil. This coil was still attached and was identified as the 4x12, therefore this is the 641cf0412 (lot c24178) as contained in this product investigation. As viewed through the sheath, it was found that the coil was returned already detached inside the introducer sheath. The melted introducer sheath which burnt the sheath yellow and brown and the melted outer sheath and the coil separation. The melted outer sheath and the resistive heating coil exhibit signs of heat. Melted polymer was found adhering to the coil¿s socket ring. The coil was returned undamaged. The device positioning unit (dpu) passed electrical testing with resistance at 53.2 ohms and the enpower systems ready green light illuminated. No manufacturing defects were found. Laboratory testing could not duplicate the field complaint as the device passed electrical testing and the coil was detached inside the sheath prior to receipt at the laboratory. While the exact root cause of the coils non-detachment cannot be determined as no problems were found, it was reported, ¿¿the equipment was checked and everything was working fine and the feedback that was obtained from the physician is they had a new tech and they believes that they did not hook up the detachment cable to the box all the way...¿ therefore it is highly likely that not have fully connecting the detachment cable contributed to the event. In addition, without the return of the unknown detachment control box and the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that orbit g 2 coils ((B)(4)) would not detach during the case using the enpower control cable ((B)(4)) and dcb ((B)(4)). Additional coil and it also did not detach. The detachment box is fine and when they detached out of the patient the coil did detach. No patient effect was reported and used different coils .0165. Additional information indicated that the coils would not detach and the box red light went off and did not beep when detached. The equipment was checked and everything was working fine and the feedback that was obtained from the physician is they had a new tech and they believes that they did not hook up the detachment cable to the box all the way. There was no patient affect and they used the target coils to finish up the case. The equipment was checked the equipment and everything was working fine and no issues with detaching additional coils or equipment.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4).